Manufacturer narrative:
Concomitant medical products: a3sr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's transvenous pacing system was explanted due to infection and growth on the leads. No further patient complications have been reported as a result of this event.